Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-time frame. We are filing these late reports as directed by the staff. A month following replacement of the pump there was a refill discrepancy of 25%; there were 17 ml in the pump. It was noted that there were twelve in-range refills following this appointment. The patient presented with pain and soreness of the left arm and shoulder due to falling down the stairs. She also exhibited symptoms including spinal headache, csf leak, photophobia, and fluid mass in posterior back incision that was described as lumbar fluid collection (see manufacturer report 6000030-2007-02535). A pump pocket infection was noted the same day and the patient was treated with cephalexin for seven days starting 2006, (see manufacturer report 2182207-2007-00686).